Manufacturer narrative:
(B)(4). Batch # 476a88. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil returned. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted and a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure that the device was connected to the anvil and when attempted to fire after squeezing the firing trigger nothing happened. A new stapler was introduced and connected to the original anvil to complete the firing sequence. Leak test was performed, and a leak was detected. Staple line was over sewn with suture to repair the leak. A second leak test was performed, and no leaks were detected. There were no adverse consequences for the patient.